Manufacturer narrative:
The surgeon decided to implant the icl. With the lens implanted, the surgeon noticed that the torn haptic was touching the human lens. The surgeon decided to remove the icl and convert to clear lens extraction with iol implantation. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens, had torn/broken during injection/delivery into the left (os) eye. This occurred on (B)(6) 2016. The lens was not implanted and there is no reported patient injury. As of the date of MDR submission, this lens has not been returned for evaluation.